Event description:
It was reported that a revision of the pump pocket was being performed because the pump had flipped. Later that same day, it was reported that the patient had been experiencing pain. X-rays were performed and it was confirmed that the pump had flipped. Surgical intervention was performed to reposition the pump and resecure it to the fascia. The product issue was resolved and, at the time of report, there was no patient injury. The device system was used to deliver morphine. Two days after that, it was reported that no further action was taken on the catheter; there had been good aspiration post-repositioning.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4) implanted: (B)(6) 2014, product type: catheter. Product ID: 8590-1, lot# n362820, implanted: (B)(6) 2014. (B)(4).